Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer had nausea and vomiting. The customer's blood glucose was 600mg/dl and treated with syringe. Customer does not have a backup plan. The high blood glucose persisted even after the set was replaced. Also, mentioned they encountered low blood glucose before experiencing high blood glucose. Advised customer to contact doctor regarding low and high blood glucose. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched lcd window and case.